Event description:
Consultant reported: during a procedure, a sealed sternum fixation set was opened to use in the operating room, and the ti emergency release pin ((B)(4)) on the plate was found broken. The broken pin was discarded, a new pin was placed in the plate, and the surgeon completed the procedure with no further problem. Consultant confirmed broken pin was discarded; will not be returned. This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The part was discarded and is unavailable for return and the lot is unknown. Therefore no further investigation is possible, no conclusion could be drawn, as no product was received. Placeholder.